Event description:
It was reported that on (B)(6) 2011 the patient presented to the emergency room and experienced chest pain. The lead exhibited loss of capture. An echography showed pericardial effusion due to atrial lead perforation. The lead was repositioned that day. On (B)(6) 2011 the lead was repositioned again. On (B)(6) 2011 the patient experienced atrial fibrillation. The patient will be reassessed in one week.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.